Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. The belt was received with the outer insulation of the trunk cable cut and the shielding exposed. The root cause of the cut trunk cable cannot be positively identified. The connector housing was also broken and the pins were exposed. The belt would connect but could easily be pulled from the monitor. The root cause of the damaged connector housing cannot be positively identified. No adverse event resulted from the damaged connector housing. The patient received a replacement electrode belt.

Event description:
A nurse assisting a (B)(6) male patient called in to zoll lifecor customer support to report that the outer wire of the electrode belt is broken, exposing the inner wires. The patient received a replacement electrode belt.